Event description:
The facility biomedical engineer reported the system shut down during the case. They attempted to reboot and the system would not reboot. The surgeon completed the case manually. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the complaint. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. A review of service requests for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4).